Manufacturer narrative:
Insulin pump was received with cracked battery tube threads.

Event description:
It was reported that customer's insulin pump has cracks on it. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.